Event description:
A device was returned to a third-party service center stating the device scratched ui panel screen and "chipped" top enclosure in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation and foam particles were visible. "Chipped" top enclosure and scratched ui panel was visible when powered and it was replaced. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.